Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user experienced issues with the system failed to restart after reboots. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed after reboot and showed offline. A field service engineer (fse) attempted to reinstall the remote support service (rss) but was unable to install. The engineer reimaged the station, verified login, loaded medications, processed a medication dispense for a patient, and printed the label to resolve the issue. Additionally, the engineer replaced the keyboard cover. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user experienced issues with the system failed to restart after reboots. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.